Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was confirmed that the navigation ring was unresponsive. The se replaced the front bezel (with navigation ring), and the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a navigation ring that was not responding. The device was in clinical use when the issue occurred. There was no delay in therapy reported. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: e1: (B)(6).